Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this patient with this pacemaker underwent a lead revision. When this pacemaker was connected to the new lead, excessive noise was observed on the ventricular channel, along with high pacing impedance measurements. The physician indicated that the lead appeared to be pushing back within the header. To further assess the issue, the right atrial (ra) lead was connected to the right ventricular (rv) port; however, the same noise and elevated impedance were observed. The physician identified a set screw issue. As a result, the device was explanted and successfully replaced. No adverse patient effects were reported. This device has been returned for analysis.